Manufacturer narrative:
(B)(4). Report source - foreign: belgium. Review of the most recent repair record determined the motor speeds were unstable, and the reciprocating arm, lever, and end cap screw hole were damaged. The motor, reciprocating arm, lever, endcap, and screws were replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the item is not working, and the device falters. During investigation it was cited that the unit had inconsistent speed. Timing was not specified. There was no consequences or impact to the patient noted. No adverse events was reported as it relates to this event. Attempts have been made, but no further event information available at the time of this report.